Manufacturer narrative:
Correction: in section h.10 of the previously submitted MDR, sections d.1 and h.1 were incorrectly referenced as the medical device expiration date and device manufacture date. This supplemental MDR is being submitted to correct those references to show the following: d.4 medical device expiration date, h.4 device manufacture date.

Event description:
It was reported that unspecified bd¿ syringes were damaged during used.

Manufacturer narrative:
Investigation summary: one photo and two loose 10ml syringes were received and visually inspected. The syringes had customer labels attached to the barrels. Both syringes were confirmed to have broken plunger rod defects. One syringe was observed to have the thumb rest completely broken off with approximately 1¿ of the plunger rod attached. One syringe was observed to have two cracked plunger rod ribs on opposing sides. The cracks extended from the thumb rest lengthwise down the plunger rod approximately 1.5¿ in length. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Potential root cause for the broken plunger rod defect is associated with the assembly process. The batch # is unknown, therefore defective rate cannot be identified. Batch # is required to determine if corrective actions are necessary. No corrective actions will be taken based on the available information.

Event description:
It was reported that unspecified bd¿ syringes were damaged during used.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that unspecified bd¿ syringes were damaged during used.